Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented with edema and redness at the pacemaker pocket. Under examination, signs of infection were observed and the pacemaker and leads were explanted without complication. The patient will have a new system implanted at a later time. No additional adverse patient effects were reported. The explanted products were discarded at the facility.